Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. Device will not return device for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected battery power loss, low battery alarm noted. No excessive no delivery alarm noted during the testing. No cracked display screen noted during visual inspect.